Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, the battery compartment was found to be cracked from threads to case seal along grip pad causing a leak. The battery cap was found to be damaged as well with stripped threads. The battery cap was unable to be tightened to the test pump. There was moisture damage observed in the battery compartment. Due to the moisture damage, the pump was unable to be powered on and downloaded. The allegation of no power was duplicated and damage to the battery cap was confirmed with investigation.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. It was alleged that there was damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.